Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported extended charge time observed in the field was confirmed. The root cause was traced to a high resistance path in the hybrid.

Event description:
It was reported that the device reached an extended charge time and was explanted.